Event description:
It was reported that this right atrial (ra) lead exhibited no capture at maximum output in bipolar configuration. Impedance suddenly increased on (B)(6) 2025 from normal values to greater than 3,000 ohms in bipolar configuration. A signal artifact monitor (sam) episode on (B)(6) 2025 showed large amplitude noise on the atrial lead. The patient does not recall any trauma at the time. Frequent noise in both unipolar and bipolar sensing has caused loss of av synchrony. As such, a fracture of the ra lead was suspected, and the patient is listed for a new atrial lead. At this time, there is no evidence to suggest intervention has been performed.

Event description:
It was reported that this right atrial (ra) lead exhibited no capture at maximum output in bipolar configuration. Impedance suddenly increased on 05-feb-2025 from normal values to greater than 3,000 ohms in bipolar configuration. A signal artifact monitor (sam) episode on 05-feb-2025 showed large amplitude noise on the atrial lead. The patient does not recall any trauma at the time. Frequent noise in both unipolar and bipolar sensing has caused loss of av synchrony. As such, a fracture of the ra lead was suspected, and the patient is listed for a new atrial lead. At this time, there is no evidence to suggest intervention has been performed. Multiple good faith effort attempts to obtain additional information were unsuccessful. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.